Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a150103 captures the reportable event of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis. The ligator head was returned without any bands attached. Microscopic examination was performed, and it was observed that the ligator head teeth did not present any problems. No problems were noted with the device. The reported event was not confirmed. The components and accessories required to perform the appropriate testing and analysis to identify the possible root cause of the reported event were not returned. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was successfully deployed; however, the rest of the elastic bands deployed at the same time. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was successfully deployed; however, the rest of the elastic bands deployed at the same time. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.